Event description:
Additional information received indicated evidence of cardiac perforation during the explant procedure.

Manufacturer narrative:
As received, a complete lead was returned in one piece. The reported event of low pacing impedance was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found the helix to be severely stretched/damaged. Performed tip stiffness test and test results were in specification. All damage noted to the lead body was consistent with that occurring at time of procedure.

Event description:
During a follow up, a decrease in pacing impedance was noted on the right ventricular lead. The lead was explanted to resolve the event and the patient was stable with no adverse consequences reported.